Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was failing calibration for low flow. Per wo update on 21nov2022, it was reported that the technical support stated the biomed had a device that was failing calibration for low flow. Biomed stated they were getting error 1 (patient line open) during calibration and the actual value was 3339. Biomed called again and stated they were getting error 80 (non-recoverable system error) during calibration. Biomed would discuss repair options with his management team. Biomed would like to send the device in for service, no loaner required. Per sample evaluation results received on 19dec2022, the root cause of the reported issue was due to a failed flow meter. It was reported that the arctic sun device was primed to fill. It was stated that cut in fluid delivery line. It was also stated that the l-tube and double l-tube shows signs of thermal expansion. It was noted that the flow meter and tank tubing were replaced. It was also noted that removed cut end of fluid delivery line.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed as it was noted during decontamination that the unit needed to be primed to fill. Serviced the circulation pump. Performed 2k pm service on the unit. Serviced the mixing pump. Replaced the heater # 1705, with new heater # 2231, manifold o-rings, drain valves. Performed a functional check and pre-cal the device after the repairs. Placed on acats (automated calibration and test system). Passed acats and document testing. Performed an electrical safety test. Passed electrical testing and documented testing. Completed the final inspection. Fdl passed all leak and pressure tests and is free of damage or defects. The unit is functioning properly. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was failing calibration for low flow. Per wo update on 21nov2022, it was reported that the technical support stated the biomed had a device that was failing calibration for low flow. Biomed stated they were getting error 1 (patient line open) during calibration and the actual value was 3339. Biomed called again and stated they were getting error 80 (non-recoverable system error) during calibration. Biomed would discuss repair options with his management team. Biomed would like to send the device in for service, no loaner required. Per sample evaluation results received on 19dec2022, the root cause of the reported issue was due to a failed flow meter. It was reported that the arctic sun device was primed to fill. It was stated that cut in fluid delivery line. It was also stated that the l-tube and double l-tube shows signs of thermal expansion. It was noted that the flow meter and tank tubing were replaced. It was also noted that removed cut end of fluid delivery line.